Event description:
It was reported that the user accidentally pulled the insulin cartridge out of the ilet pump was unsure if it had been locked correctly; the user was instructed not to reinsert the cartridge, verified the infusion set had no visible damage, and then replaced the cartridge and connector with guidance, after which insulin delivery was resumed. Investigation included remote troubleshooting and education, verification of infusion set integrity, and guided supply change to restore therapy. Investigation of this case revealed user handling during a supply change led to an unsecured cartridge that dislodged without device damage, and proper replacement restored function. It was concluded, based on previously established findings for similar reports, that the cause was user handling error during cartridge installation.